Event description:
Customer indicated fracture of implant. No other information was provided by the account.

Event description:
Customer indicated fracture of implant.

Event description:
Customer indicated fracture of implant.